Manufacturer narrative:
Implant unknown regio (31 or 41) fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. According to the patient's file, it was not possible to restore the implant with a prosthesis. Mal positioning. Dentist should have consulted instruction for use to prevent this from happen. It´s unclear which regio fractured also if the implant broke during removal. No further details available from dhe dentist. Manufacturing and material defects are excluded.

Event description:
Implant fracture.

Event description:
Implant fracture.